Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the pump fell out of the customer's pocket and the touch screen became unresponsive and blank. Customer's blood glucose was 62 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.